Event description:
It was reported that during priming with two (2) units of prismaflex tpe2000, the first one had a broken venous line and the second one had a crack in the venous line . There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was received for evaluation. A pressure test was performed for the first sample and a leak was observed at the level of the upper blood head. The screwed filter connector was broken (imprint 15).the visual inspection of the second set showed the screwed filter connector return line was not connected and was broken (imprint 14). The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.